Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The stimulation-end channel 3 electrode is missing from the paddle. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system consisting of an ipg and lead on (B) (6) 2008. It was reported that only one electrode of the lead was functioning to provide the pt with stimulation. The remainder of the electrode contacts exhibited "invalid: lead impedances. An x-ray showed that an electrode had detached from the lead and was in the pt. The lead was explanted. It is unk if the detached electrode was retrieved. No further info is available.